Manufacturer narrative:
The device referred to in this report has not been returned to olympus for eval. The exact cause of the reported event could not be conclusively determined at this time. Olympus will continue to work with the user facility to obtain more detailed info regarding this report, and if new info is received at a later time this report will be updated. This type of probe damage is consistent with continuous activation of the device without any tissue in between the grasping section and probe.

Event description:
Olympus was informed that during a total laparoscopic hysterectomy (tlh) procedure, the physician instructed the nurse to clean the probe section of the device. It was further reported that the nurse was quite rough in cleaning the probe. Upon the next activation of the device, a probe damage error message occurred. It was then noticed that the probe section of the device broke off; however, the probe was still attached to the handle and did not break off inside the pt. In addition, the probe was extracted before falling off completely. There was no pt injury reported. The procedure was successfully completed using a different but similar device.